Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via remote monitoring with lead noise on the right atrial lead and deemed to be signs of failure. Lead noise was reported after a review of lead data for leads implanted by physician. No consequences to patient.